Manufacturer narrative:
On march 06, 2026, mentor was provided with additional information. The patient also experienced bilateral implant bottoming out and the left mass was identified to be a cyst. As a result, the patient underwent bilateral exchange with arion (non-mentor) implants on (B)(6) 2026. Date of explantation: on (B)(6) 2026. Reason for device explant and/or reoperation: rupture, migration. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 19, 2025, mentor received the following additional information: the patient had an ultrasound study prior to the magnetic resonance imaging (MRI) which initially indicated the ruptured right implant. In addition, a left breast mass was identified. The MRI had no corollary regarding the left breast mass. Per this information, the date of event was updated. Date of event: february 06, 2025. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. On july 03, 2025, mentor became aware information was submitted in error regarding the device information. Corrected data: size: 400cc. Catalog: 3504001bc. Lot: 7348833-073. Serial: (B)(6). Primary UDI number: (B)(4). A manufacturing record evaluation (mre) was performed for lot 7348833, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had magnetic resonance imaging performed for suspicion of a ruptured right breast implant which was subsequently confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 11, 2025, mentor became aware an error was submitted in the first follow-up report. Corrected data: report submission due date: july 31, 2025. G3 date received by manufacturer: july 01, 2025. H11 additional manufacturer narrative: should have stated "on july 01, 2025, mentor received the following additional information:". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 06, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the video provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).